Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2018 with the following findings: a review of the black box showed the last bolus delivery was 4.35units. The total daily doses added up correctly and reflected the programmed basal and bolus target rates. No activity outside of normal use was observed. The ¿ez-prime¿ steps were performed correctly, the pump reflected 12 units and after a 12 hour duration test of 1 unit per hour duration test. The 10 unit normal bolus and 10 unit audio bolus were correctly delivered and recorded. The product delivered and performed within specifications. The alleged ¿bolus totals do not match¿ complaint was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that the bolus totals did not match. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.